Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of all batch record documents for potentially associated lot number gd899237 was performed. There were no issues, changes to specifications, test methods, process, equipment, or raw material noted in the batch record. Sample evaluation was performed on a companion sample with no issues found. The sample was visually inspected and functional testing was performed, including pressure testing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by feeling bad. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was reported to be a minicap malfunction where the sponge in the minicap was dryer than others and had inadequate iodine which the patient proceeded to use. On an unreported date, the patient began treatment with unknown antibiotics (medication, route, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapies were ongoing. The patient was not recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.